Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber was found to have a circumferential fracture of glass cap at the beveled edge. The glass cap and fiber, proximal to the fracture, were found to rotate independently of the metal cap. Burnt detritus on the metal cap and severe devitrification of the glass cap output window were also observed. The identified issues may activate the fiberlife function which would modulate the power showing a pulsing beam or the system would be placed into standby mode. The fractured glass cap may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device failure was determined to be heat accumulation/ user handling due to anatomical/ procedural factors encountered during the procedure, limiting the performance of the fiber.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, decreased tissue vaporization efficiency was observed at 52,588 joules of use. The fiber was replaced and the case was continued using a second fiber; at 179,735 joules of use. It was further reported that there was no tissue contact and that proper bladder and fiber irrigation were maintained. The fiber was replaced and the case was completed using a third fiber. There was no injury reported.